Manufacturer narrative:
The insulin pump was received with no button response and button error alarm due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly. Pump was received with cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and the buttons are not responsive. Customer indicated that it got wet but the pump has been wet before without any problems. Troubleshooting was unable to assist as the buttons are not responsive. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.